Manufacturer narrative:
B5 and d5 updated. Please refer to the attached analysis report.

Event description:
Reportedly, the patient died and a post-mortem interrogation revealed a rapid spike of the battery curve. The date of the death and the date of explant are unknown, and the cause of death is suspected to be a drowning but could not be confirmed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient died and a post-mortem interrogation revealed a rapid spike of the battery curve.